Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not booting up properly) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to corrupted flash programming. The root cause for the programming corruption could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was not booting up properly and was making a high-pitched noise.